Event description:
It was reported patient underwent a left partial knee arthroplasty on (B)(6) 2013. Subsequently, the patient alleges pain and instability. There has been no revision procedure reported to date.

Manufacturer narrative:
This follow-up report is being filed to correct information. Product location unknown.

Manufacturer narrative:
This follow-up report is being filed to correct to remove "(B)(4)."

Manufacturer narrative:
This follow-up report is being filed to relay information which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent a left partial knee arthroplasty on (B)(6) 2013. Subsequently, the patient underwent a revision procedure on (B)(6) 2014 due to pain. All components were removed and a total knee system was implanted.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings it states, "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components." Under possible adverse effects it states, "persistent pain."